Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a bulge at midline lead incision site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the incision was opened and the lead was sutured down. Post-operatively, the issue resolved.